Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a problem with pairing the transmitter to the application. Troubleshooting was performed and the customer reinstalled the application successfully however unable to pair it with the transmitter. No harm requiring medical intervention was reported. The customer continued using the application and it will not be returned for analysis.

Manufacturer narrative:
An attempt to reproduce the reported event was conducted using guardian app ver 1.4.0 on the iphone 11 ios 17.0 devices with transmitter. We were unable to reproduce the issue during testing. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications 10974295doc_d. After conducting a thorough investigation, we have found that this is most likely broken pairing sequence. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Unpair all bluetooth devices paired to the phone in the phone's bluetooth settings.(and make sure that the transmitter is no longer paired to other phones) 2. Uninstall the guardian app. 3. Install the guardian app. 4. Charge the transmitter. 5. Start the guardian application and go to the screen with the ""search"" button (this is the screen where you start the search for the transmitter) 6. Disconnect the transmitter from the charger. 7. Wait until the indicator begins to blink slowly (immediately after removing from charging, the transmitter begins to blink very quickly) 8. Press the ""search"" button. 9. On the screen that opens, select your transmitter and connect to it. 10. Then complete the startup wizard. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.